Manufacturer narrative:
Other text: no product was returned. The investigation determined the most probable cause to be the dso sensor and the most probable cause for the visible air in line was a disposable issue, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump exhibited a no disposable alarm. Air bubbles were present in the tubing. Troubleshooting was performed but the pump continued to alarm. Rate was 2.2 ml per hour, res volume at 16.8ml, and 83.20 ml was given. No patient injury was reported.